Event description:
It was reported that the user experienced hyperglycemia reported at 370 mg/dl after eating a burger and fries despite entering a meal announcement while using the ilet with an inset infusion set, and the issue resolved only after changing the pump supplies; the user reported numerous air bubbles in the reservoir cartridge, consistent with an infusion occlusion or delivery issue. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed evidence consistent with seal issues associated with the reservoir that led to improper or incorrect procedure or method effects on insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.